Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to dislodgement.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation. It is reasonable to assume that these cuts resulted from the explantation procedure. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.